Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be fully interrogated. The hardware elective replacement indicator (eri) byte indicated that the device was not at eri.